Event description:
Account reported the following cbc results in open mode: wbc=4.09, rbc 2.77, hgb=7.6, hct=26.3. Pt was redrawn 8 hours later and results were: wbc=6.07, rbc=4.16, hgb=12.7, hct=39.6. The pt was tested for a cross match due to original results but no transfusion was given as redraw was normal. No injury reported.